Event description:
A malfunction was reported on a pump, specifically due to a momentary power loss to the vibrator motor, identified by a malfunction code 12. There was no adverse impact on the customer's blood glucose level as it did not exceed the specified threshold. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised that they could continue using the pump and to call back if the malfunction code reappeared, which they acknowledged and understood.